Event description:
On 21-may-2026, a sales representative reported via (B)(4) that an ar-8880-01 rasp and blunt elevator small tip bent and broke. This occurred during a lateralizing calcaneal osteotomy on (B)(6) 2026. The procedure was completed. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.